Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 6 months post-implant, it was reported that the patient's lactate dehydrogenase (ldh) levels had increased over 3000. An echocardiogram was performed and no suspicious observations were seen. The left ventricle was unloading and the aortic valve was not opening. The patient was admitted and started on heparin and integrilin. Additional information was received indicating that the patient was transplanted on (B)(6) 2014.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.